Event description:
It was reported that patient presented in-clinic for follow-up. Increased lead impedance and capture threshold were observed. Fluoroscopy was performed and revealed externalized conductors. Lead was explanted and replaced. The lead will not be returned for analysis, it was discarded. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.